Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 23 fractured. Construction was a removable implant retained prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 14 years in situ.